Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The device history record (DHR) for the zimmer compact vacuum cement mixing system, part number 00504903501 and lot number 63254225, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2016, it was reported from (B)(6) for surgery that a zimmer compact vacuum cement mixing system had a hair inside the small bag in the packaging. On 16 aug 2017, a returned product investigation was performed on the zimmer compact vacuum cement mixing system. The physical evaluation revealed that the returned package had a hair inside the small bag of the packaging. The results of the returned product investigation, however, cannot confirm the reported event because it is unknown where the hair came from since the packaging was already opened at the account. The sample size per department sampling plan form, dictates that the sampling size for qa inspection for this product must be at least 19. No non-conformances were found during the qa inspection process for this lot of (B)(4). ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: * visually examine the package without opening. * inspect at a distance of 12 to 18 inches * inspect each pouch for up to 10 seconds zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room, this room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done in accordance with limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed per housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits per environmentally controlled and clean room gowning procedure used at zimmer (B)(4). While the returned product investigation did reveal that a hair was inside the package of the that the zimmer compact vacuum cement mixing system, it is unknown where the hair came from because the packaging was already opened by the account. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that a hair was found inside the small big in the kit. No adverse events have been reported as a result of this malfunction.